Event description:
Boston scientific crm received information that this transvenous right venticular (rv) lead did initially exhibit noise oversensing. Subsequently, a fracture in this lead was identified. The lead was then surgically abandoned. There was no report of adverse patient symptom.

Manufacturer narrative:
To date, information suggests that this lead will not be returned to the boston scientifici crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.